Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and heavy calcification in the right coronary artery (rca). Pre-dilatation was performed with multiple balloons and the 2.75 x 12 mm xience alpine was advanced. However, the xience alpine stent got hung up on calcium and dislodged prior to the lesion. A balloon was used to compress the dislodged stent against the vessel wall (healthy tissue) successfully. A 2.75 x 8 mm xience alpine was advanced successfully to treat the lesion. The patient is doing well. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.